Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and was able to reproduce error by attempting an all set home command. Fse noticed the waste chute was filled up, preventing cups from falling into the waste. Fse removed the backed-up cups and cleaned the waste chute. Fse performed a cup transfer test without any error. The customer successfully completed quality control run with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. The aia-900, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2019 through aware date (B)(6) 2020. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to clogged waste chute.

Event description:
A customer reported getting error message "4153 cup transfer -z home overrun" on the aia-900 analyzer. The customer attempted rebooting the analyzer and tried performing an all set home command, but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), follicle stimulating hormone (fsh) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.